Event description:
Additional information showed the patient's device issues were resolved after visiting with a manufacturer representative.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Her stimulation was intermittent. On (B)(6) 2011, it was reported that the patient had been seeing an "out of regulation" message on her mystim for 3 weeks. There was no known accident or incident related to the complaint. The patient had not been programmed in over 2 years, and had no falls or traumas. Additional information received reported that a manufacturer representative could not adjust stimulation. The programmer displayed a "call your doctor" icon. A power-on-reset condition was reported. It was later reported that the device battery was fine, and the patient just needed a reprogramming. After the reprogramming the patient seemed happy. It was unclear why a power-on-reset condition was reported. This manufacturer report and manufacturer report number 3004209178201108224 refer to the same incident. All future follow-up will be conducted under this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).